Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.

Event description:
It was reported the catheter was prepared per the instruction for use. During onyx injection, physician noted onyx came out from the tip of the catheter unexpectedly and occluded a non-target vessel. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2010-00056.